Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, as a result the stylus was calibrated. It was also noted that the printer would not print, it was noted that the button to the printer micro switch was missing.

Event description:
It was reported there were problems with the screen. Pen stylus calibration needed. The programmer was returned for repair. No patient involvement or complications were reported.